Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. First, fse confirmed the error via the error log and by seeing the errors on every heater in the analyzer. Fse instructed the customer to reboot device to reset the heaters. Fse called the customer back later they stated that quality control (qc) passed and patient samples were running without issue. Fse returned to the site several days later to replace the drv2 board as a precaution. No further issues were noted. No further action was required by field service. One drv2 board was received at the instrument service center (isc) with no shipping damage. Visual inspection of the returned part passed. No further testing was performed on the returned drv2 board. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 10nov2017 through aware date 10dec2018. There were three similar complaints identified during the search period. The aia-2000 operator's manual, appendix 4- error messages was reviewed. 3032 incubator temperature lower limit error : the aia-2000 operator's manual indicates that the 3032 incubator temperature lower limit error message is generated when the incubator temperature decreases to below the lower limit (standard: 30). The current measurement will be flagged (io flag) and new measurements will be suspended. The operator is instructed to reset the main power and contact tosoh service center or local representatives. 3033 b/f table temperature lower limit error : the aia-2000 operator's manual indicates that the 3033 b/f table temperature lower limit error message is generated when the b/f table temperature decreases to below the lower limit (standard: 30). The current measurement will be flagged (io flag) and new measurements will be suspended. The operator is instructed to reset the main power and contact tosoh service center or local representatives. 3050 incubator temperature control abnormal : the aia-2000 operator's manual indicates that the 3050 incubator temperature control abnormal error message is generated when the incubator temperature sensor disconnection is detected. The current measurement will be flagged (io flag) and new measurements will be suspended. The operator is instructed to reset the main power and contact tosoh service center or local representatives. The most probable cause of the reported event was due to failure of the drv2 board.

Event description:
It was reported that the customer received "3032 incubator temperature lower limit" errors with their aia-2000st analyzer. The customer stated that controls ran that morning with no issues; however, when patient samples ran they received multiple errors, including "3050 incubator temperature control abnormal" and "3033 b/f table temperature lower limit" errors. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth) and follicle stimulating hormone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.